Manufacturer narrative:
Alleged failure: (B)(4), onsite, issue: monitor went dark when in use. The image went completely black, no image can be seen. There was a full loss of image for 2 minutes. The same equipment was re-plugged and rebooted and worked. It was used to complete the procedure. The device will be sent back for evaluation. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes are: power surge the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was full loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was full loss of image.